Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with right ventricular (rv) lead exhibited high out-of-range pacing impedances and loss of capture (loc) while programmed bipolar. A lead fracture was suspected but could not be confirmed visually on x-ray. The lead was tested in unipolar function and impedances were within normal limits and capture was confirmed. Prior to this, it was reported that the patient had suffered respiratory arrest as a result of a blocked airway by excessive mucus and required intervention. Following intervention the high impedances and loc was observed. As of today the lead will remain programmed unipolar and the patient will be monitored.